Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported hyperglycemia and needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not retract, after wearing the pod on the arm between 24 and 36 hours, indicating a needle mechanism failure. The patient's experienced hyperglycemia of 20 mmol/l (360 mg/dl) and pain at the site.

Manufacturer narrative:
The pod was received with the formed needle protruding past the bottom housing window, confirming the reported event of needle not retracted. Linkage assembly was found partially retracted from external view. After opening the top housing of the pod, the linkage assembly did not retract back to deployed state. Upon close inspection, it was found that the bottom portion of the linkage assembly was damaged. Score marks made by the damaged linkage assembly were found around the mechanism rail. The damaged linkage assembly caused the needle mechanism failure to not fully retract the linkage assembly and the formed needle after deployed. Mechanism rail swage was also found damaged around the top brim. It could not be determined to what extent the damaged mechanism rail swage contributed to the reported needle mechanism failure to not fully retract the needle. Blood was observed on the adhesive pad, notable near the bottom housing window. The protruded formed needle of the received pod contributed to bleeding and pain during insertion at the pod infusion site. The exposed portion of soft cannula was found to be worn out near the distal tip. During leak test, fluid was found leaking through the worn out portion of exposed soft cannula. It could not be determined when this damage to soft cannula occurred. Internal corrosion was noted on the tube nut and lead screw. This caused obstruction to rotate ratchet gear manually for doing needle mechanism reset and fluid path test during investigation. No source of internal leakage was found and no exterior damages were found on the outer housing that would cause internal corrosion. The actual source of the corrosion could not be determined. No abnormalities were found in the pod data. Bottom and middle batteries were measured to have slightly lower voltages. Shelf mode current was found higher than the specification limit that caused lowering the battery power. Pod download data did not show any signs of struggle or pulse width increase during pod operation, indicating that high shelf mode current and low battery power did not affect the pod operation.